Manufacturer narrative:
Other text: b3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. Review of the event history logs confirmed a high alarm displayed: cassette not attached properly message. Functional testing was performed and the reported issue was able to be replicated; the pump alarmed cassette not attached when attaching and detaching the cassette. The dso sensor also failed calibration. The root cause of the issue was determined to be an inoperable dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited downstream occlusion' and' cassette not attached properly' alarm messages. It is unknown if there was patient involvement, no adverse patient effects were reported.